Event description:
It was reported that a uromatic administration set disconnected from a solution bag containing celsior preservation liquid. This occurred during priming for a liver graft extraction. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the spike was disconnected from the tubing. The cause was attributed to the lack of solvent application by the operator during the assembly process. Operators were recertified and the part being is being extruded close to the lower internal diameter limit to ensure best interference between the tubing and the spike. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.